Manufacturer narrative:
Additional info for poly-l-lactic acid injectable (sculptra) from (B)(4): batch record review was without hint to root cause. Since no lot # is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in the u.s.a. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.

Event description:
Aventis case ID: (B)(4). Initial info for this spontaneous report was received on 02-jan-2008, via an email from a physician to another physician, with additional info obtained on 04-jan-2008 from the initial reporter: the reporting physician, reporting hypersensitivity reactions in pts receiving poly-l-lactic acid (sculptra,) described a pt who had generalized swelling of the injected areas and "cellulitic changes without erythema of the skin." He also mentioned that he believed "this must be due to an immunological response unique to the individual." The physician sending the email reported that pts experienced hypersensitivity reactions with poly-l-lactic acid (sculptra), and stated that the pts begin to swell up where poly-l-lactic acid has been injected. Lot numbers/exp dates not specified. The initial report mentions 7 cases. This case addresses any pt not previously addressed in the correspondence between the physicians.